Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. Pod was initially reported for a pod hazard alarm-occlusion.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. An 0x29 hazard alarm was generated during operation, indicating alert 0 has transitioned to alarm. No damages or deficiencies were observed during testing that would contribute to the reported alarm. The cause of the reported 0x29 hazard alarm could not be determined. The exposed portion of the soft cannula was observed to be stretched. The timing and cause of this damage could not be determined.